Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-56, lot# j0120595v, implanted: (B)(6) 2001, product type: lead. Product ID: 3888-56, lot# j0120595v, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that the patient¿s implantable neurostimulator (ins) was not working and they had not used it in years; the patient requested programming. For troubleshooting, impedances were checked and six electrodes were over 4000 ohms except electrodes 0<(>&<)>1. The rep was able to interrogate the ins and programmed it around electrodes 0 <(>&<)>1. In result, the patient got excellent therapy coverage to their arms and chest and the patient would use the ins until it depleted. It was noted that the issues were resolved at the time of the report, surgical intervention did not occur, nor was it planned. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-may-18. It was reported that the patient¿s implantable neurostimulator (ins) battery was working; maybe the patient turned off and forgot to turn it on. The rep also reported that they did not know the cause of the high impedances on six electrodes. But they programmed around the two electrodes that had good impedances and provide good coverage. There were no further complications reported or anticipated.